Manufacturer narrative:
Device received with broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 581 mg/dl and was also over 600 mg/dl. The customer reported that they had damage on the battery compartment and insulin pump was falling apart. It was reported that the customer declined troubleshooting. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction and was advised the pump will need to be replaced. The insulin pump will be returned for analysis.